Event description:
This report is based on information provided by philips remote service engineer personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device experienced a calibration issue during a patient event. There was no health consequences or impact reported.